Event description:
It was reported that the balloon ruptured within thirty days of placement. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).method: actual device evaluated, results: no failure detected, conclusions: no failure detected, device operated within specification. The actual complaint product was returned for evaluation. The balloon is not ruptured. The balloon was filled with 5cc water and was observed for leaks. No leakage was detected from the balloon or balloon inflation port. The balloon shape is observed to be asymmetrical. The balloon was squeezed and manipulated and still no leakage was observed. According to the device history record for lot number aa4111n20, the product was manufactured according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).